Event description:
It was reported that the insulin pump turned off unexpectedly. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.